Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 307 mg/dl and insulin injections were administered to address bg. Pump system check with tandem technical support found air bubbles in the tubing. Customer changed out the tubing. Reportedly, customer use humalog in the cartridge for 3 days versus the labeled 48 hours.